Event description:
It was reported that the head was removed and replaced due to dislocation.

Manufacturer narrative:
No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the head was removed and replaced due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information has been requested and if it becomes available will be submitted in a supplemental report.